Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2024. No product was provided for investigation, however, a photograph was provided. An applicator deployment was not found within the investigation window. The allegation was not confirmed. A broken sensor wire was found in connection to the reported allegation. The probable cause of broken sensor wire could not be determined. No injury or medical intervention was reported.